Manufacturer narrative:
(B)(4). The returned device was visually inspected, and reddish-brown material was found underneath the pebax, but the pebax itself did not appear to be damaged. Additionally, the top of the polyurethane margin was cracked, the peek housing/tip lumen transition was cracked, and two bumps were found on the tip lumen approximately 2.1 and 2.2 cm from the distal end of the tip dome. Per the damage observed on the peek housing, the catheter was observed under x-ray, where it was found that the t-bar had slid down from its place, causing the damage to the peek housing. Scanning electron microscopy was performed, revealing a hole and stress marks on the surface of the pebax. It is possible that the damage was caused by contact with an unknown object. No other anomalies were observed. The returned device was then evaluated for electrical resistance, and the thermocouple test failed. Further examination revealed that the thermocouple wires were broken at the tip section, creating an intermittence of temperature. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all catheters are inspected for visual damage prior to packaging. On-line inspections and functional tests are in place to prevent catheters with this type of damage from leaving the facility. The customer complaint has been verified. The thermocouple failure is detectable in production, mitigating devices with this failure from reaching the customer. However, in spite of the controls in place during the manufacturing of a device, inadvertent polyurethane wicking on thermocouple wires can cause them to break in the field or during a procedure because of catheter fatigue. This is an inherent limitation of the design. This failure does not represent any patient safety impact. Based on the available analysis finding results, the damage on the pebax does not appear to be caused by any internal bwi processes, as the device was manufactured in accordance with documented specifications and procedures. The root cause of the catheter t-bar displacement cannot be determined.

Event description:
It was reported that a patient underwent a procedure with a thermocool smart touch bidirectional catheter where the catheter was unable to delivery radiofrequency (rf) energy. No patient consequences were reported. The potential that this could cause or contribute to an adverse event is remote. As such, this complaint file was initially assessed as not MDR reportable. On 10/3/2017, the device was returned to bwi for analysis. Dark reddish-brown material was found underneath the pebax, but the pebax itself did not appear to be damaged. Additionally, the top of the polyurethane margin was cracked, the peek housing/tip lumen transition was cracked, and two bumps were found on the tip lumen. The presence of reddish brown material is an expected finding after these procedures, and there was no evidence that the catheter integrity had been compromised. The potential that these issues could cause or contribute to an adverse event is remote. These were not considered MDR reportable findings. On (B)(6) 2017, the device underwent scanning electron microscopy, confirming the presence of holes/stress marks on the surface of the pebax. Exposure to the internal catheter components presents a possible risk to the patient, making this an MDR reportable event. The awareness date for this complaint has been reset to (B)(6) 2017, the date of the reportable finding.